Event description:
Patient was revised due to pain. It was also reported by sales rep that the surgeon stated mechanical failure. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; slight pain; elevated metal ions; large amount of scar tissue; large amount of fluid; spreading corrosion on modular liner; slight amount of wear on head. Adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.